Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency department for dizziness, oversensing and increased pacing threshold were observed. The lead was capped and replaced on (B)(6) 2016. The patient was doing well.